Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a damaged battery cap and it was getting hard to remove. Customer stated that the pump was not making a proper connection with the battery because she barely puts the cap on so that she is able to remove it. Customer stated that the pump lost power due to this and she had to go to the hospital on tuesday. Customer stated that the battery cap started to wear out about 3 months ago. Customer was hospitalized on (B)(6) 2015 with a blood glucose over 500 mg/dl. Customer stated that she will have to call back because she is at work. Customer was advised that a replacement battery cap will be sent.